Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade iii, and additionally "not aware of the risks of lymphoma cancer," "numbness and lumps," "fevers," "chronic inflammation from low level infections triggering the uncontrolled growth of t cells." Device has been explanted.